Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. It was unknown what drug was in the pump including concentration and dose. It was reported the patient was in for a routine refill on (B)(6) 2017 and immediately following the procedure, the patient appeared flush. The patient was held in the clinic for observation for a while and then sent home. The next day, symptoms continued. The hcp was questioning if pumps ever just dramatically overinfuse suddenly. The patient appeared ¿off¿ and couldn¿t remember things immediately post refill. Previous dye studies were done as pump function was in question, exact dates unknown. The change in therapy/symptoms was considered sudden. According to the representative, the hcp might access the reservoir to compare volumes and/or take lateral films. The drug related to the reported event was the new drug introduced to the pump. The representative called back and stated that they aspirated the reservoir and were only able to aspirate 3 cc¿s. The representative stated that the patient was still symptomatic. The representative inquired about puncturing the skin around the pump to remove any possible drug from the pocket. The representative called back again stating the hcp decided to fill the pump with 20 ml of saline. The representative stated the hcp took a lateral x-ray, and the representative was questioning whether the image showed a full reservoir. The representative stated he would discuss further with the hcp and that he might be calling back. Additional information received from the representative on (B)(6) 2017 reported they were not made aware of previous dye studies regarding the pump. The patient was back in the office a day after refill, and that was when the pump was aspirated which only had 3cc in it. The patient was then filled with 20cc of saline and had an image taken showing the pump was full. The representative had no further information.